Event description:
On (B)(6) 2014, the customer reported additional details were received (on (B)(6) 2014) over two years after the initial reported observations ((B)(6) 2012) confirming that this lead was removed from service due to the continued out of range impedance measurements (less than 200 ohms). The lead was surgically abandoned and will not be returned for testing. Therefore, the reported clinical observations cannot be confirmed. No other adverse events were reported. This product issue will be updated if additional information is received. The lead was actively implanted for approximately 13 years.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.